Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient data was not current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient details were not displaying as current on the station. A technical support specialist (tss) dialed into the server but was unable to verify ephi details. A downtime query showed no issues, though a one-hour delay was noted in the care fusion coordination engine (cce) sent time. The tss consulted with integration engineers (iest) and confirmed no issues. Then the customer later verified that patient data was displaying correctly. The case was monitored for 24 hours with no further issues, acknowledged by the customer, and subsequently closed. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient data was not current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.